Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿midterm results of the vanguard ssk revision total knee arthroplasty system,¿ which retrospectively reviewed the midterm results of the vanguard ssk revision knee system in 272 patients (297 knees) implanted between 2005 and 2013. Eighteen patients were identified in the article that underwent total knee arthroplasties on unknown dates. At the commencement of the retrospective study, these patients reportedly expired due to unknown reasons unrelated to the prostheses. There has been no further information provided and the patient outcomes are unknown.